Event description:
New information was received on 3 jun 2024 indicating that the clinic could not successfully program around the consistent right ventricular (rv) over-sensing. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were noted on the rv lead. It appeared to be due to noise after further review of the episodes. No intervention was performed, and no patient symptoms were reported.